Manufacturer narrative:
Iris field service engineer was not sent to the customer location. Onsite customer biomedical technician found a small leak in the tubing between the filter and the pipettor bypass valve (pbv). After the tubing replacement calibration failed. The technician replaced the evacuation bypass valve (ebv) p/n: 700-3880 to resolve the issue. The fse reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer called in to report a focus failure and positive control failure on their iq200 instrument. The customer was able to troubleshoot with customer technical support (cts) and was instructed to remove and replace the specimen filter. The customer still failed controls. There were no erroneous results generated or reported out of the lab.